Manufacturer narrative:
Per further review, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device indicated a failed circulation pump and had to be primed to fill in decontamination. It was also reported that both the chiller outlet l tube to the tank and the double bend tube from the chiller tank to the manifold were found to be expanded and will need to be replaced. It was further stated that the device failed the prewarm flow test on acats due to a failed flowmeter which will also need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device indicated a failed circulation pump and had to be primed to fill in decontamination. It was also reported that both the chiller outlet l tube to the tank and the double bend tube from the chiller tank to the manifold were found to be expanded and will need to be replaced. It was further stated that the device failed the prewarm flow test on acats due to a failed flowmeter which will also need to be replaced.